Event description:
Boston scientific received information that this right ventricular (rv) lead had a high out of range pace impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.